Event description:
The customer reported via phone call that the customer had low blood glucose of 47 mg/dl. Customer reported regarding a sensor issue and stated she had a low blood sugar event. Customer declined trouble shooting for the low blood sugar. Customer treated low blood sugar with juice. Customer also complained the sensor signal not found alarm. Insulin pump failed to detect the transmitter and is unable to receive sensor signal. Communication was never established with the current sensor. Customer advised to monitor the insulin pump and call back if any issues arise. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.